Event description:
It was reported to boston scientific corporation on february 04, 2008 that a jagwire guidewire was used during a stenting procedure in the common bile duct of a male patient (weight unknown) three days prior. According to the complainant, the physician the coating for tip part was peeled off while the physician attempted inserting the unit in the plastic stent thr[ough the] guidwire into the target anatomy. There is no further information regarding the procedure. There were no patient complications reported as a result of this event, and the patient's condition was reported as good. Following the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed that the pebax cover was bunched up which was separated from the ptfe sheath creating a gap in between the two. The appearance of the pebax suggests that it may have been pushed back and this caused the observed separation. The cause of the damage is unknown, however, it is likely the result of contact with another device.